Event description:
During a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery, it was reported that a powerflex pro was delivered and inflated at the lesion. However, it ruptured at 5-6atm during its initial dilation. Therefore it was removed from the patient and another new powerflex pro was used and the procedure finished successfully. Removed balloon was longitudinally-halved. There was no patient injury reported. The lesion had been crossed with an unknown guidewire. The lesion was moderate calcified and no tortuous. The rate of stenosis was 90%.

Manufacturer narrative:
Concomitant devices: unknown brand guidewire. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated that the balloon never separated and the ¿longitudinally-halved¿ means that the balloon showed slit-burst. Separated. There was no difficulty removing the product from the hoop or the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks on the product prior to inserting the device into the patient. The device prepped normally, maintain negative pressure. The contrast media used is unknown and the contrast to saline ratio was 50:50. The same unknown inflation device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. There was no difficulty removing the intact balloon catheter from the patient.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to the right superficial femoral artery, it was reported that a powerflex pro pta balloon dilatation catheter was delivered to and inflated at the lesion. However, it ruptured at five to six atmospheres during its initial dilation. There was no patient injury reported. It was removed from the patient and another new powerflex pro balloon dilatation catheter was used and the procedure finished successfully. The balloon was longitudinally halved. The lesion was moderate calcified with no tortuosity. The rate of stenosis was 90%. There was no difficulty removing the product from the hoop or the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks on the product prior to inserting the device into the patient. The device prepped normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio was 50:50. The same unknown inflation device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. There was no difficulty removing the balloon catheter from the patient. The product was not returned. The device history review (DHR) of lot 16101096 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/ preventive action will be taken.